Event description:
The reporter stated that the device was implanted during a surgical procedure on (B)(6) 2011. The label expiration date was (B)(6) 2011. Integra has requested add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.